Event description:
It was reported that the user experienced repeated occlusion alerts with contact detach infusion sets, occurring in approximately 3 out of every 10 sets, and the occlusions resolved only after changing the infusion set; the user acknowledged wearing infusion sets longer than recommended, and education and troubleshooting were provided, with replacement supplies shipped, including an alternate inset trial. Customer care provided support that included troubleshooting with the user and review of use conditions. Investigation of this case revealed use-related factors consistent with extended infusion set wear contributing to occlusion alerts, with no additional device component issue identified. Symptoms included no reported adverse clinical effects or blood glucose impact. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with prolonged infusion set wear.